Manufacturer narrative:
Correction information: g4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: when we checked the device, noise was generated in the equipment due to the bending motion. Also, noise appears intermittently on the screen even when the device is stationary. This phenomenon is thought to be caused by the partial disconnection of the signal cable, the disconnection state during a specific bending operation, and the disappearance of the image.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. 510k number is not applicable.

Event description:
January 20, 2022 requested repair (B)(4), but returned without repair due to lack of reproducibility. After that, noise was generated, but recently it became particularly bad, so complaints were reported. This event occurred at the time to during use. There was no report of patient harm.